Event description:
This notification was opened due to a report that a philips respironics a40 pro ventilator reset to factory settings resulting in inadequate patient ventilation. The non-ventilator-dependent patient used the a40 pro home ventilator overnight. On the night of (B)(6) 2024, the ventilator was reported to have stopped working and showed a ventilator inoperable alarm. (See the urgent field safety notice 2023-cc-src-039.) The patient was guided through the hard reboot process (as per fsn) over the phone by a specialist nurse. The hard reboot appeared to resolve the issue. The patient used the ventilator on the night of (B)(6) 2024, but stated they felt suffocated and increasingly unwell, so they stopped using it. The specialist nurse visited the patient's home on (B)(6) 2024 to assess the device. The ventilator settings had been reset to the factory default settings, meaning the patient had been ventilated using the wrong mode and much lower pressures that were insufficient to treat this patient. Resetting the settings to the factory default is not listed as a known issue in the fsn but was later verbally confirmed by a philips respironics employee. This notification was reviewed by a philips post-market surveillance clinical expert and based on information available at this time, the reported event has been assessed as a non-serious injury. Therefore, the device did not cause or contribute to a serious injury or death. No further action is required. The device has not yet been returned to the manufacturer for evaluation. If additional information is obtained about this event, a follow-up report will be submitted. Incident report number assigned by nca for this incident: (B)(4).

Manufacturer narrative:
The bipap a40 pro (update material # from ra) is substantially similar to the bipap a40 (1111169) and will be reported in the united states under bipap a40, 501k number: k121623.

Manufacturer narrative:
Despite four good faith effort email attempts on 6/3/2025, 6/13/2025, 3/31/2026, and 4/3/2026 to the reporter as well as 4/7/2026 by phone to 01312757575, the device serial number was not able to be obtained, and the device has not been returned to the manufacturer for evaluation. The manufacturer has made sufficient attempts for more information and the return of the device for evaluation, to no avail. This report is being submitted as a final report, however if any additional information is received at a later date, an updated final report will be filed.

Manufacturer narrative:
The become aware date has been corrected based on quality review; the report due date is re-calculated to reflect march 27, 2025. As this complaint record has already been reported prior to the newly calculated due date, no action other than this correction is required.